Event description:
During a facility visit by a baxter clinical educator, the nurses reported an incident in which the transfer set fell off the titanium adapter. Patient involvement is unknown at this time. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. The product code of the device involved in this incident is unknown; therefore, a 510k number will not be provided.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. They stated they do not have this information and cannot recall any further information regarding it. They stated as far as they can recall they haven?t run into any more problems with the connections. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The sample is not available for evaluation; therefore, the connection issue was not confirmed and the root cause could not be determined. A batch review could not be conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.